Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software product ID hh9020tdd serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported by the patient that it sometimes takes a minute for the equipment to read the pump, so they told their healthcare provider, who told them to call medtronic because there was a mitigation to make it read faster. Patient mentioned they were given the clear data instructions by healthcare provider, and were on the last step during call, but wanted to clarify that it was ok to clear data and it would not affect their boluses prior to doing so. Patient mentioned they get 6 boluses a day, so they were told by healthcare provider's office that over time, it might take longer to read the pump. Patient stated they tried calling their doctor's office about this but was unable to get ahold of anyone. Agent reviewed clear data steps and assisted patient in clearing data. When agent inquired event date, patient stated this was a new handset, so their new handset had been slow since they got it, and it was slower than their old handset, but they would say probably in the last 4-5 weeks, that's when it really started to take longer and longer (to connect to the pump).